Manufacturer narrative:
A unit had not been returned for review; therefore, a technical analysis cannot be carried out. A review of the mfg record for this particular batch # 4425963 shows that the device met its material, assembly and product specifications at the time of its release to distribution.

Event description:
Clinical trial. It was reported that post index procedure, the patient had a myocardial infarction (mi). The patient presented to the index procedure with unstable angina. The index procedure treated a lesion in the distal circumflex (cx). The lesion was 3.0 mm wide, 14 mm long, and 90% stenosed. The physician predilated the lesion prior to placing a 3.0 x 16 mm express2 bare metal stent. Residual stenosis was 0%. The patient was discharged one day later on aspirin and plavix. On day 1459, the patient was admitted following 3 days of substernal chest pain and shoulder pain followed by onset of severe neck pain. Cardiac enzymes were elevated; consistent with protocol definition of mi. The pt was diagnosed with a non st elevation mi. Due to the patient's extensive medical history, it was determined that continued medical therapy would be the treatment option for the patient. The patient was discharged 4 days later on aspirin. The event was considered resolved. In the opinion of the physician, there was no relationship between the mi and the stent. In august of 2007, the clinical events committee determined that there may be a relationship between the mi and the stent.